Manufacturer narrative:
Unit passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. However, unit had high active and sleep current measurements due to moisture damage on electronic and motor assemblies. Device did heat up while testing due to corroded electronic assembly. Unit power up properly after battery installation. Battery was removed from pump and monitored for 10 minutes. Unit power up properly after insertion of the battery and no post-reset ram crc alarms were noted. Unit received with low battery alert due to moisture damage on electronic assembly.

Event description:
The customer reported via phone call that the insulin pump was overheating. The customer¿s blood glucose level was 175 mg/dl. The other blood glucose value was 179 mg/dl. The customer assisted with troubleshooting for insulin pump overheating. The insulin pump will be returned for the analysis.